Event description:
It was reported that the patient was electrically shocked and his device shut off. The patient stated that his device started up again, but had not worked much since the shock. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; extension model 37081, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; extension model 37081, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).